Event description:
It was reported that during a blood transfusion, the area from the blood bag to the drip chamber became empty and the drip chamber collapsed inward. The infusion was programmed at a rate of 125cc/hr. For 3 hours. There was no patient impact.

Manufacturer narrative:
Correction: disregard file (after further review, this file is deemed not reportable).

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that during a blood transfusion, the area from the blood bag to the drip chamber became empty and the drip chamber collapsed inward. The infusion was programmed at a rate of 125cc/hr. For 3 hours. There was no patient impact.